Event description:
The customer reported clear liquid leaking onto the counter while running controls on the coulter® hmx hematology analyzer w/ autoloader/ cap pierce. Partial aspiration errors were also occurring. The volume of the leak is unknown. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer observed clogged aspiration tubing and a bent needle. The needle cartridge was replaced to resolve the issue. (B)(4).